Event description:
It was reported that the customer's pump had been making a loud grinding noise during bolus deliveries and that boluses took longer than normal to deliver. Reportedly, the customer's blood glucose level had been elevated. Customer was not certain that the elevated glucose level was related to the pump.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.